Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had a motor error alarm and delivery failed. Customer stated they were unable to get the insulin pump to deliver. Customer removed the reservoir to rewind and the insulin pump alarmed motor error again. Customer also mentioned no delivery alarms, however declined troubleshooting. It was noted that the drive support cap was loose. Customer's blood glucose reading at the time of the call was unknown. Customer was advised that the insulin pump will be replaced and to discontinue use of the device.